Event description:
Md saw particulate in the eye of his pt during a cataract extraction procedure using this phacoemulsification handpiece.

Manufacturer narrative:
The date of manufacture has been entered in section h.4.